Manufacturer narrative:
Based upon investigation results, this event was re-evaluated and is considered no longer reportable due to risk file- no malfunction or serious injury. Investigation results: visual investigation: investigation was carried out visually and microscopically. The packaging foil is charred on the lower side where the blister is formed. The intensity differs between the 39 samples. To check whether the integrity of the sterile barrier is given although the blister foil is charred a bubble test has been performed on the samples. The test result is that the sterile barrier didn't got damaged by the charring. The deformation on the lower part of the sterile package has been caused by charring. This effect requires higher temperatures whose origin could not be determined at this stage of the investigation. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 2(5) x probability of occurrence 1(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ba811su-carbon steel safety scalpel #11. According to the complaint description, it was reported that the packaging is damaged. The blister pack appears to have melted. Possible overheating of the plastic and possible loss of the sterility. Devices not used. There was no described patient harm. Additional information was not provided nor available / was not available. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).